Manufacturer narrative:
(B) (4). The device remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device issue: none. Adverse event: dissection requiring medical intervention. Time of adverse event: during the procedure. It was reported that during an angioplasty of the proximal left anterior descending (lad) artery, the 2.7x15 rx xience v stent was advanced and a dissection occurred. A second rx xience v 2.75x23 stent was used to treat the dissection. There were no reported adverse pt effects. No additional info was provided.